Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6), 2010, this patient underwent endovascular repair of a thoracic aortic aneurysm using a gore tag thoracic endoprosthesis (tgt3420/7634989). The patient tolerated the procedure. On (B)(6), 2010, renal failure was identified, and hemodialysis was started. On (B)(6), 2010, the hemodialysis was discontinued. On (B)(6), 2010, the patient was discharged. After leaving the hospital, the patient's condition has been unknown due to follow up being discontinued.

Manufacturer narrative:
Corrected type of reportable event.